Event description:
It was reported that the patient's low-voltage lead had dislodged. The lead was explanted and replaced on the same day. The patient's status was not reported.

Manufacturer narrative:
Further information was requested but not received.